Event description:
It was reported that the customer experienced a high blood glucose level of 557 mg/dl but woke up with a low blood glucose level of 40 mg/dl. The customer received a lost sensor and weak signal alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-13447 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.